Manufacturer narrative:
The index procedure was an elective case. The indication for the procedure was stable angina. The patient was reported to have one-vessel disease and two lesions were treated during the index procedure. A staged procedure was not planned. Lesion #1-1: the target lesion was the proximal left anterior descending (lad) coronary artery. The lesion was reported to be: native coronary artery, 25 mm in length, 3.5 mm vessel diameter, a 95% stenosis, a diffuse restenotic in-stent-restenosis lesion of a previously implanted coroflex blue 3.0 x 16 mm bare metal stent (bms), not ostial/bifurcation lesion, not totally occluded, smooth, readily accessible proximal segment, concentric, little or no calcium, absent of thrombus, and type bi. The lesion was pre-dilated with a 3.0 x 20 mm balloon at 16 atm. Two stents were implanted in this lesion. A cypher select plus 3.5 x 33 mm stent was implanted at 18 atm with a satisfactory result. An additional cypher select plus 3.5 x 13 mm stent was implanted at 18 atm due to an intimal dissection. A satisfactory result was obtained. Lesion #1-2: the target lesion was the mid lad. The lesion was reported to be: de novo, not a bifurcation/ostial lesion, not a total occlusion, irregular, readily accessible proximal segment, an 80% stenosis, 3.5 mm vessel diameter, 20 mm in length, angulation of greater than 45 degrees and less than 90 degrees, eccentric, little or no calcium, absent of thrombus, and type b1. A cypher select plus 3.5 x 23 mm stent was implanted at 10 atm. The stent was post-dilated with a 3.5 x 15 mm balloon at 15 atm due to a sub optimal result and the stent not being fully expanded. Please note that device is distributed outside the united states, however, it is similar to the united stated product. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of three products used during the same procedure. Please reference MFR report # 9616099-2007-01292, 9616099-2007-01293, and 9616099-2007-01294.

Event description:
The report received from the database indicated that the patient had a total of three (3) cypher select stents implanted during the index procedure. A peri-procedural complication of myocardial infarction (mi) was reported due to a side branch occlusion of the diagonal branch. The adverse event of the mi was reported to be mild in severity, unrelated to the cypher stent/device, and highly probably related to the index/study procedure. The event was not a serious adverse event (sae) and was reported to have resolved without sequel. A type b intimal dissection was also reported to have occurred which was treated by implantation of a cypher select plus stent. The ae of dissection was reported to be mild in severity, unrelated to the cypher stent/study device, and highly probably related to the index/study procedure. The event was not a sae and was reported to have resolved without sequel. The pt was discharged three (3) days after the index procedure.